Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) has been showing data issues. Also the icm showed undersensing episodes, inappropriate atrial fibrillation (af) and false pause evets. The icm has been explanted at a surgical intervention. No additional adverse patient effects were reported.